Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that she saw her health care professional (hcp) and they confirmed that she had a urinary tract infection (uti). She got an antibiotic for it. While on the call, the patient did not think the implantable neurostimulator (ins) was doing anything. She was up five times per night, while she used to be up two times per night. The therapy was on. There were no falls/trauma/electromagnetic interference (emi) that could be related to the issue. The patient had been on 2.3 volts and recently changed to 2.7 volts. While on the phone, they increased on program 4 from 2.7 volts to 2.8 volts and felt the stim. It was not uncomfortable and she wanted to try it there. She had an appointment with their hcp on (B)(6) 2015. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va04drv, implanted: (B)(6) 2012, product type: lead. Product ID neu_pt m_prog, product type: programmer, patient. (B)(4).

Event description:
The consumer reported there was a poor communication screen on the patient programmer. It was confirmed that the antenna was secure and it was synced with the implantable neurostimulator (ins). This resolved the reported issue. The patient was able to successfully sync and confirmed that stimulation was on. They changed from program 1 to program 2 and adjusted amplitude to a comfortable spot where she could feel the stim sensation. It was also reported by the consumer that there was blood in her urine. The patient mentioned that this could indicate a bladder infection. The patient was going to follow-up with their healthcare professional (hcp). This was considered to be a sudden change in therapy/symptoms. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No outcome or intervention was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.